Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using powerport isp MRI in sixth thoracic vertebra via axillary vein for esophageal cancer. On (B)(6) 2025, the patient returned to the hospital for follow up. During the follow up procedure, the nurse observed skin bulging around the port site after cannula insertion and saline injection. Upon opening the reservoir, it was further reported that the catheter was found fractured 2-3 cm from the locking mechanism. Reportedly, patient allegedly experienced fluid leaks under subcutaneously. A new implanted port was implanted for the patient. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the partial view of port with attached catheter protruding from skin. Blood residues were noted on the device. Partial break was noted on the catheter. Leak was cascading issue due to fracture. Therefore, the investigation is confirmed for the reported fracture and fluid leak. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using powerport isp MRI in sixth thoracic vertebra via axillary vein for esophageal cancer. On (B)(6) 2025, the patient returned to the hospital for follow up. During the follow up procedure, the nurse observed skin bulging around the port site after cannula insertion and saline injection. Upon opening the reservoir, it was further reported that the catheter was found fractured 2-3 cm from the locking mechanism. Reportedly, patient allegedly experienced fluid leaks under subcutaneously. A new implanted port was implanted for the patient. The current status of the patient was unknown.